Event description:
It was reported that the dr. Was un unable to get primary stability. Since no primary stability was establish this mini never fully integrated.

Manufacturer narrative:
We made several attempts to gather addtional information from the doctor, however he stated that he'd "rather not bother with answering the questions."